Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processing computer was removed and refitted, and the connection was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up and would not boot up. No pt injury was reported.